Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that three weeks after implant, a high threshold warning for the right ventricular (rv) lead occurred. After another three weeks, another alert was received for rv lead high thresholds. The lead threshold was higher in bipolar configuration than unipolar. The rv lead had unstable and intermittently high thresholds from (B)(6). It was further reported that the rv lead exhibited low r waves (lower in bipolar configuration than unipolar). Because the patient has complete heart block and paces in the ventricular over 97% of the time, the physician elected to reposition the rv lead. The lead remains in use, and no patient complications have been reported as a result of this event.